Event description:
During an emergent aortic valve replacement procedure on (B)(6) 2017, a 19mm trifecta gt valve was selected for use; however, upon implantation, a transvalvular leak near one of the stent posts was observed. The valve was removed. No further information was known regarding the event.

Event description:
On (B)(6) 2017, an emergent aortic valve replacement procedure was performed and this 19mm trifecta gt valve was implanted. Per report, the patient was stable intraoperatively and post-operatively with no concerns noted on echo. Approximately 6 hours post-operatively, the patient reportedly went into shock and an echo revealed severe aortic insufficiency with mild pvl. The patient was returned to surgery and the trifecta valve was explanted and replaced with a magna ease valve. Per report, as of (B)(6) 2017, the patient remained hospitalized and was expected to recover.

Event description:
On (B)(6) 2017, an emergent aortic valve replacement procedure was performed and this 19mm trifecta gt valve was implanted. Per report, the patient was stable intraoperatively and post-operatively with no concerns noted on echo. Approximately 6 hours post-operatively, the patient reportedly went into shock and an echo revealed severe aortic insufficiency with mild pvl. The patient was returned to surgery and the trifecta valve was explanted and replaced with a magna ease valve. Per report, as of (B)(6) 2017, the patient remained hospitalized and was expected to recover.

Manufacturer narrative:
The result of this investigations confirmed no anomalies were observed in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown.